Event description:
Related manufacturer reference number: 3006705815-2023-05312. It was reported that the patients leads were delivering therapy to the wrong area causing pain and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023, where the leads were repositioned. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.